Event description:
Implant was removed due to bone resorption around implant.

Manufacturer narrative:
Eval/conclusion: a 13mm ic implant was replaced to dr (B)(6) for a removed implant from #9 tooth position. Cause of failure was due to bone resorption around implant.